Event description:
It has been reported that the system 9600 will not boot up properly. There was no reported adverse patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The problem was verified and several attempts were made to isolate the problem. Problem continued to occur. Replaced ram battery and allowed system to charge. Problem could not then be reproduced.